Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported that during use the heartstart mrx cycled through all leads unexpectedly. There is no indication of negative patient impact.